Event description:
New information received notes that the patient's right ventricular lead was found to be exhibiting noise over-sensing resulting in pacing inhibition. During lead revision procedure, it was found that the lead had sustained multiple points of insulation damage. The lead was left in situ and plugged into the left ventricular lead port, while an alternate lead was implanted in the right ventricular position on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting noise. No intervention was performed. There were no patient consequences.